Event description:
A report was rec'd that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional testing confirmed check clutch alarms occurred during infusion. Visual inspection of the internal components observed the carriage and leadscrew washers were loose, which caused a check clutch/plunger alarm. The carriage and leadscrew washers were tightened to the correct position. Following repair, the device passed all function and delivery testing.